Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother reported that the recipient had suffered a head trauma nearly two years prior (2021), and since then the girl has not heard anything. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition, in situ measurements show an increasing number of channels with high impedance already before the reported impact likely due to device minute mobility. However, to determine an exact root cause device investigation would be necessary.

Event description:
The recipient_s mother reported that the recipient had suffered a head trauma nearly two years prior (~2021), and since then the girl has not heard anything.re-implantation is being considered.

Event description:
The recipient_s mother reported that the recipient had a head trauma in 2021, and since then the girl has not heard anything with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. In addition, in situ measurements show an increasing number of channels with high impedance already before the reported impact likely due to device minute mobility. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.